Event description:
Customer reported the alarm has no power. They replaced the batteries with a new supply. There is no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue that the alarm has no power. The unit did not power up when using the customer's returned batteries or new batteries. However, when using an external power supply the unit has intermittent power. The unit turns off on its own when the weight is removed from the sensor pad, static plays then the unit goes silent. The lights do not flash, but the fail safe will sound if no sensor is connected. In addition, the lcd display is not legible. Note: posey instructions for use warning statement: after changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on.(B)(4).